Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot. Device history batch. Device history review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address instability and metallosis. Update rec¿d (B)(6) 2017 waiver notice received. There is not new information that would change the existing MDR decision. Complaint was updated (B)(6) 2017. Update (B)(6) 2017: legal medical records received. Pfs alleges pain, stiffness, high metal ions, limited mobility and walk in limp. After review of medical records for MDR reportability, it was stated that the patient underwent partial revision to address metallosis. Revision notes reported that there appeared to be a moderate amount of corrosion about the morse taper. The surrounding tissues had an appearance of a metallosis type reaction. X-ray showed a satisfactory position and alignment and there were no signs of osteolysis or lucency. It was also reported that acetabular tissue had wear and particle induced chronic inflammation and fibrosis. The surgeon also noted significant limitation with flexion and external rotation of the hip when taken through range of motion. Pathology findings indicate detritic synovitis and possibly a component of aseptic lymphocyte-dominated vasculitis-associated lesion of the tissue. Laboratory results for cobalt-chromium were above 7ppb. Stem has been added. This complaint was updated on (B)(6) 2017. Investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: patient was revised to address instability and metallosis. Doi (B)(6) 2015 dor (B)(6) 2015 (left hip). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
Ppf alleges elevated metal ions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address instability and metallosis. Update rec¿d 03/08/2017 waiver notice received. There is not new information that would change the existing MDR decision. Complaint was updated 03/13/2017. Update jun 01, 2017: legal medical records received. Pfs alleges pain, stiffness, high metal ions, limited mobility and walk in limp. After review of medical records for MDR reportability, it was stated that the patient underwent partial revision to address metallosis. Revision notes reported that there appeared to be a moderate amount of corrosion about the morse taper. The surrounding tissues had an appearance of a metallosis type reaction. X-ray showed a satisfactory position and alignment and there were no signs of osteolysis or lucency. It was also reported that acetabular tissue had wear and particle induced chronic inflammation and fibrosis. The surgeon also noted significant limitation with flexion and external rotation of the hip when taken through range of motion. Pathology findings indicate detritic synovitis and possibly a component of aseptic lymphocyte-dominated vasculitis-associated lesion of the tissue. Laboratory results for cobalt-chromium were above 7ppb. Stem has been added. This complaint was updated on jun 16, 2017.